Manufacturer narrative:
An event of arrhythmia and movement disorder was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported heart block cannot be conclusively determined. The unexpected intervention noted was result of case specific circumstance as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 2.6mm and left coronary cusp (lcc) was 4.6mm. Following the pre-bav, the patient went into atrial fibrillation and a left bundle branch block (lbbb). This was sustained through the rest of the procedure. Amiodarone and eliquis were administered as treatment. Both were resolved the following day and the patient was discharged on (B)(6) 2026.